Event description:
Pt began receiving shocks from implantable pulse generator. Device was explanted due to discomfort of the pt. Pt has had second pulse generator and has had satisfactory results from it.